Event description:
Ligasure impact was opened to sterile field and plugged into the machine, but surgeon was unable to fire the device. The ligasure was unplugged and plugged back in to machine, then machine tuned off and back on again, but still would not fire. New ligasure was opened and used with no problems.